Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling warmth on the pocket of the device and the patient gets a "rush to his head." The patient is concerned that the device is programmed too high. Follow-up was conducted to obtain information on the patient and whether the episode was device related. The clinic indicated that the device is functioning normally, and the device remains in use. No patient complications were reported as a result of this event.